Manufacturer narrative:
Device was received for evaluation at olympus hinode plant quality assurance site. Evaluation determined that the reported issue of error message was able to be duplicated. An error e12 error occurred on the device during testing. The device was suspected with a broken wire or a short circuit occurred inside the handpiece. The device history records for this device were reviewed by the OEM and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Further investigation will be conducted and device is being sent to OEM (original equipment manufacturer) for device evaluation and investigation. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during an ess (endoscopic sinus surgery) procedure, an unknown error occurred. The error reoccurred even if the device blade and tube were reconnected and used again. The intended procedure was completed using a spare handpiece, same similar device. There was no patient impact or harm reported due to the event. No user injury, harm was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the trend analysis and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. The device was not returned to the OEM(original equipment manufacturer) for evaluation. Olympus will continue to monitor complaints for this device.